Manufacturer narrative:
(B)(4) 2015 03:40 pm (gmt-4:00) added by (B)(4): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The bridge from an ancillary pack came loose from the circuit causing air to enter the circuit. The air caused the flow to stop as an air intervention was set. The air was removed from the circuit and flow was reinstated. The company rep was told the patient is on still on support and is doing fine. The specialist removed the air from the circuit and placed a new sterile bridge on the circuit. The customer acknowledged the importance of needing to monitor the status of the connection of the bridge as it is only connected by a luer lock without an type of adhesive or tyband. The patient was successfully weaned from support friday and is doing very well.